Manufacturer narrative:
The lens was not returned for evaluation. A device history record review (DHR), did not find any non-conformities or anomalies related to this event. Based on the available information, a root cause for the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. Upon completion of investigation, a follow-up report will be submitted.

Event description:
It was reported that the patient developed dysphotopsia in both eyes approximately one week post bilateral lens implant. This report is for patient¿s left eye. The lens was removed and replaced with a different model lens of same diopter power. Patient¿s prognosis at post-intervention visit was reported as "vision is improved and dysphotopsia is reduced in both eyes". In the surgeon's opinion, the most likely root cause of this event is the optical properties of the lens.